Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post implant atrial undersensing was noted on presenting electrograms (egm). P wave morphology following ventricular sensed events was observed. Some signals may be falling into the blanking period. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.